Manufacturer narrative:
(B)(4). UDI # (B)(4) . Concomitant medical products ¿ unkown biomet oncology salvage sytem knee assembly. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted. Discarded by hospital.

Event description:
It was reported that a patient underwent a procedure on unknown date, during final placement of the locking pin, the locking pin was stuck, and did not stay in the yoke as intended. The locking pin had to be scrapped due to damage to the interference fins on the tip. No adverse events have been reported as a result of the malfunction

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.